Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed one ruby coil using a non-penumbra microcatheter. The physician then attempted to place a pc400, however, while retracting to reposition the pc400, the embolization coil unintentionally detached within the vessel. The physician therefore used a snare device to remove the detached coil, and then completed the procedure using additional coils, new ruby coils, and the same microcatheter. There was no report of an adverse effect to the patient.